Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic left hemicolectomy, during the second firing for anal side colon resection, the jaws of the device were clamped onto the tissue but the device did not fire. It was stated that the handle would not move. The surgeon was able to press the green button, but was unable to squeeze the handle. Another device was used to complete the case. There was no patient injury.